Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall 6mm proximal of the distal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa) extending to a below the knee artery. A 6f introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa) extending to a below the knee artery. A 6f introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.